Manufacturer narrative:
Date sent to FDA: 7/18/2019. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted the entire mesh had herniated into the wound. It was reported that the patient experienced severe pain, nausea and inflammation. No additional information is provided.